Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having high blood glucose levels and her blood glucose was 300 mg/dl to 400 mg/dl for the past three days. Customer reported that she has just been giving herself shots with a novolog pen. Customer stated that the sensors have only been lasting two days. Customer's blood glucose was 275 mg/dl at the time of the incident. Customer's current blood glucose is 360 mg/dl. Troubleshooting was performed and customer stated that she takes her insulin out of the freezer right to the reservoir. Customer was advised not to do that and to bring it to room temperature. Customer was advised that a new tubing clamp will be sent.